Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the nurse received an alert noting that a patient notifier was delivered for the implantable cardioverter defibrillator but the nurse suspected that the patient did not receive a vibration alert. The nurse also noted that at an unknown date the device exhibited non-sustained ventricular oversensing episodes and had been reprogrammed to monitor. No patient symptoms or additional information was reported.